Event description:
Boston scientific received information that this abdominally implanted implantable cardioverter defibrillator (ICD) and another manufacture's right ventricular (rv) lead displayed shock impedance measurements of greater than 200 ohms and noise. Defibrillation threshold (dft) testing at 41 joules was performed which returned a error code indicating a compromised shocking lead. The patient required external defibrillation. The patient was sent home with a lifevest on. Subsequently the patient was seen for a revision procedure where attempts to implant two different new high voltage leads were made. Neither lead was able to be successfully implanted. The device remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.